Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a hole in the cuff and it was leaking. This occurred upon removal from package, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One (1) used device was received for evaluation. A leak was observed from the cuff. Further inspection showed a line of cuts parallel to the parting line. The complaint of hole in cuff can be confirmed due to the cuts observed. The probable cause of the cut is due to a welding process error during manufacturing in tijuana. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.